Event description:
It was reported that during a laparoscopic gastric sleeve procedure, it was observed that the device had a significant distal end movement while firing the second reload. The surgeon felt she was articulated prior to the firing close the 45 degrees, not quite to the end point. As the firing occurred the distal end effector move a great deal almost extending completely straight during the firing sequence on the stomach pouch. There were no issues or complications and the case was able to continue with additional 4 fires after that and movement was not seen again. There were no patient consequences and the case was completed using the same stapler. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60l, lot number a97p9d and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch #515d27. Corrected data: h4: investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. Additionally, the device was fired in an articulated position (left and right), and a slight movement was noted in the anvil during firing. However, the magnitude of the device's movement is within the range of movement related to device use. The event described could not be confirmed as the device performed without any difficulties noted. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 515d27, and no non-conformances were identified.